Manufacturer narrative:
The device was receiving by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device required service as needed. During surgery, damage to rotors causing vibration was found. The device was not used in surgery. It is not known if injury or medical intervention occurred. There was no additional information provided.